Event description:
The patient received her scs system on (B)(6) 2011 including a percutaneous lead. It was reported the patient had fallen. As a result, the patient's stimulation shifted to the right, she felt overstimulation in her groin area, and did not receive stimulation in the area needed. The patient was reprogrammed twice to resolve the issue, but was unsuccessful. An x-ray was taken, and revealed lead migration. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.